Event description:
It was reported that the recharger connector pin was broken. Currently, the patient has to travel to charge the implantable neurostimulator (ins) due to not being able to get a replacement equipment. The caller stated they are going to be traveling to the area in late august and would like a replacement sent to them so they can bring the equipment to the patient. Considerations were given as the patient was implanted in a different country. The caller was going to try and go the route of buying one online.

Manufacturer narrative:
E: select initial reporter information cannot be included in regulatory report due to regional privacy regulations. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger g2: the country of the event is lb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.